Manufacturer narrative:
.

Event description:
Procedure: lap procedure/repair of diaphragm. According to the reporter: during the procedure in 2007, the device was used to fixate the mesh. One of the tacks was fired through the mesh and into the pericardium. Hemopericardium was observed, resulting in the pt death a day after the surgery. No evaluation of the incident by the attending physician has been received.